Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low sodium (na) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported outside the laboratory. The samples with low na results were repeated. The results were higher and accepted as being correct, thus amended reports were sent out. The physician questioned the low na results which did not correlate with the point of care testing. Patient treatment was not affected in this event.

Manufacturer narrative:
The samples were drawn by emergency department staff, not the lab's phlebotomy team. Prior to and after the event qc results were within the lab's established ranges. There was no troubleshooting or repairs. As of (B)(4) 2010, there were no further calls to the bci hotline for ise problems.